Event description:
During treatment of aneurysm of the anterior communicating vessel with a wide neck and a significant tortuosity, the surgeon tried several times to detach the micrusphere coil (sph10080020/f63286) without success.

Manufacturer narrative:
The dcb was not returned. The resistance changed from a static 0.0 ohms to a floating mega ohms when the resistive heating coil section was placed in ultrasonic. After manipulation by ultrasonic or compression, the ohms reverted to static 0.0 ohms after testing. The detachment fiber did not receive heat and melt. The proximal section of the coil was returned stretched. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil's nondetachment was due to a fracture of the solder joint inside the resistive heating coil section. The circumstances of how and where this damaged occurred cannot be determined. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. However, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.